Event description:
(B)(4). Left leg pain, metal taste in mouth, gum pain, very bloated stomach, anxiety, pelvic pain, breast tenderness, occasional pain with sex.

Event description:
(B)(4). Headaches, dizziness, menstrual cycle pain, tenderness on skin in pelvic area especially with stretching leg, constantly tired.